Event description:
Information received from the field notes that the patient presented with shortness of breath. Interrogation of the device revealed back-up operation. Software download attempts were unsuccessful. Therefore, the device was replaced.